Event description:
It was reported that the pt was burned twice on the external side of the thigh during the post-operative period of thermoregulation. The burn was at least a 2nd degree burn and was described as the size of 2 euro coins. There was no specific medical intervention, the pt has a bandage and healing cream to treat the burns. The pt has no permanent impairment. The customer did not use the self-adhesive electrode which were provided with the generator, but instead used self-adhesive electrodes from a competitor.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.